Event description:
Revision surgery - due to the patient's stem loosening, all of the components were removed and replaced.

Manufacturer narrative:
The reason for this revision surgery was identified as device loosening after 3.25 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to this revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was sent to pathology and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the device loosening was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There is no indication of a product or process issue affecting implant safety or effectiveness.